Event description:
It was reported that the customer experienced alarm 9, attributed to a cartridge change error while using the t:slim pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller was unable to reload the original cartridge onto the pump as advised by technical support, and no further actions were successfully completed.